Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not available for evaluation.

Event description:
Patient has a crack in the back ,felt while a strong cough attacks suddenly. In the subsequent x-rays of lws a rod breakage shows on left and right side. A revision took place on (B)(6) 2015. Intraoperatively was visible a single breakage on left side and a double breakage on right side.